Event description:
During ecc, the arterial pump stopped. There were no acoustic and visual alarms. Error code 000002 was displayed. The speed control knob was inoperable. The clinician hand cranked to maintain blood flow. The pump was changed out. There was no report of patient injury.

Manufacturer narrative:
The manufacturing date will be provided in a follow-up report. Sorin group (B)(4) manufacture the s3 pump. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). During ecc, the arterial pump stopped. There were no acoustic and visual alarms. Error code 000002 was displayed. The speed control knob was inoperable. The clinician hand cranked the pump, per the instructions for use, to maintain blood flow. The pump was changed out. There was not report of patient injury. Sorin group (B)(4) has requested the return of the s3 pump for evaluation. A follow-up report will be filed when the investigation is complete. The facility filed a vigilance report with the french authority. The medwatch report is filed as a result of this action.